Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was performed for provided lot number 154261. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, five samples were received for evaluation by our quality team. Each sample was in a sealed packaging blister and a visual inspection was performed. The top web was inspected on each sample blister and all of the graphics are acceptable. No other defects were observed. As no defects were observed, a root cause for this defect was not able to be offered. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that prior to use with 48 bd syringe 20 ml ll the scale marking were smudged. The following information was provided by the initial reporter: smudging of the lines and wordings.